Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with a defective keypad; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective keypad was confirmed during product evaluation. This condition was caused by defective user interface module keyboard. The main keyboard was replaced to correct the reported condition.this involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.